Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an assurant cobalt stent when treating the right proximal common iliac artery. The lesion had moderate calcification and was non-tortuous. Lesion was not pre-dilated. The device was removed from packaging and prepped with no issues noted. It is reported that there were difficulties loading or exchanging the guide wire, resistance was encountered when advancing the device. The device failed to cross. There was difficulty removing the device prior to stent deployment. It was reported that the stent dislodged. The stent was removed and the procedure was completed using a stent with the same characteristics. No patient injury reported. Still images received from the account show the assurant cobalt device in the vessel, there is no evidence of damage on the asurant cobalt device.

Manufacturer narrative:
Additional information: patient with severe claudication of the lower limbs and severe vascular disease of the lower limbs. A non-medtronic guidewire was being used during the procedure. There was no resistance in the procedural guide wire. Resistance experienced when attempting to cross the lesion with the stent and moderate force was applied. The attempt to deploy the stent was unsuccessful as the stent could not cross the lesion. The stent dislodged during the attempt to position it at the lesion. The stent was removed with the guidewire, stent balloon and guide catheter. The outcome of the procedure was a successful angioplasty of the right leg common iliac artery, superficial femoral artery and posterior tibial artery with an in.pact admiral drug-eluting balloon , a conventional balloon and a peripheral stent implant. Patient was recommended to continue with follow-up and treatment for peripheral vascular surgery, strict follow-up of risk factors and secondary prevention for atherosclerotic disease and platelet antiaggregation with aspirin and clopidogrel for one year. Image review: the still images returned show the assurant cobalt device in the vessel, there is no evidence of damage on the assurant cobalt device. (B)(4).